Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. Customer was informed to continue using the pump and to reach out if the issue reoccurred.